Event description:
Caller reported a blueish screen when pressing the pump button, which affected the ability to interact with the pump screen. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issue.